Event description:
The customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device deliver energy. There was no patient use associated with the reported event.

Manufacturer narrative:
The initial report with MFR report # 0003015876-2025-02740 and stryker reference# (B)(4), submitted on 12/26/2025, was submitted in error. The issue (as reported) is not likely to manifest itself in a hazard or function in a manner that would compromise patient safety. The error occurs when the user attempts to run a user test immediately after powering on the device. This is a known issue addressed in technical bulletin pc000778 rev aq section 4.7.

Event description:
The customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device deliver energy. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify and duplicate the reported issue. After clearing the codes, proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined. The device was subsequently returned to the customer.